Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2001; product ID: w1tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced for unknown reasons. It was further reported that the device was explanted and replaced because it exhibited battery depletion due to high thresholds on the ventricle leads. It was noted that the left ventricular (lv) lead and right ventricular (rv) lead exhibited high thresholds. The rv lead was moved to the atrial port to be used as a backup. And reprogramming was done on the lv lead. The rv lead and lv leads remain in use. No patient complications have been reported as a result of this event.